Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that clear plastic ring on the top of the insulin pump came off together with the o ring. Customer¿s blood glucose level was unknown at the time of incident. Customer stated that the reservoir was able to lock in place when inserted in the insulin pump. Customer reported that they tried to put it back on but it won't hold and keeps on coming off the insulin pump. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.